Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose level reached 24 mmol/l (432 mg/dl), while wearing the pod between 5 and 24 hours on the back. The device was originally reported for leaking insulin. Investigation of the device found a tear on the exposed portion of the soft cannula. As treatment a new pod was successfully applied.